Event description:
It was reported that patient underwent total knee arthroplasty in 2007. Patient returned to physician with painful knee and radiographs identified loose screw in the knee. Arthroscopic procedure was performed on approx five and a half months later, to remove screw. During visualization of the tibial/femoral articulation, implants were found undamaged. Screw was not replaced.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot release with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA.